Event description:
A confirmed motor stall with no recovery was noted in the event logs. The motor stall was caused by the pt having an MRI. It was stated that it had been over two hrs since the MRI without a recovery. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.